Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer performed the loading process with the existing supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.